Event description:
Biomed at the user facility called carefusion technical support, to report a ventilator in their shop with a note stating that it is displaying an error message "flow sensor disconnect." No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit and determined that a bad flow sensor, was the root cause of this event. The flow sensor was replaced, and performance tests were ran to verify performance. The unit was performing according to MFR specifications.